Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient experienced pain and discomfort after a dog jumped on them and hit the implant site. It was further reported that the patient felt the device may have moved/changed positions. The icm remains in use. No further patient complications have been reported as a result of this event.